Event description:
Event description guidant received information that this right ventricular lead had dislodged. The lead was successfully repositioned and remains actively implanted. It was reported that during the revision procedure, the pacemaker was prophylactically explanted as it is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. A new pacemaker was implanted without further incident.